Event description:
It was reported that bd as lvp 20d 2ss cv break at connection. The following information was provided by the initial reporter: "luerlock portion broke off the line when removing from a pts central line." Patient injury: no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
One sample model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. The spin collar was separated from the male luer. No other defects or abnormalities were observed. No cracks or damage seen on the male luer or spin collar. The customer complaint was verified and a quality notification was sent to the supplier. Due to no lot number being provided, the root cause is unable to be determined. A device history record review could not be performed because a lot number was not provided by the customer.